Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. (Additional test strip lot #): 3623620.

Manufacturer narrative:
Follow-up # 1 ¿ (09/26/2014), the patient¿s test strips have been returned on 9/10/2014 and evaluated by lifescan product analysis on 9/11/2014 with the following findings: the test strips involved with this complaint failed testing. The test strips were found to have results above range when tested with control solution. In addition, a secondary issue was noted when the test strips were found to have results greater than +50% of the control solution when tested with control solution. Additional tests were performed on the test strip vial to check the structural integrity. The structural integrity of the test strip vial was found to be intact during a gross leak test. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to be intact, thus not the root cause for the control solution failing which was seen, and passed tga testing. A DHR (device history record) was completed on 11/13/2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that his two onetouch ultra2 meters were reading inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with patient. The patient reported that he began to obtain alleged inaccurate high readings that ranged from ¿140 to 150 mg/dl¿ in the beginning of (B)(6) 2014 with both meters and two different test strip lot numbers. The patient informed the mss that normal/typical blood glucose readings for him fall between ¿95 and 110 mg/dl¿. The patient stated he tests his blood glucose 4x/day and manages his diabetes with set dose of lantus insulin in the morning and usually administers novolog once a day (adjusted based on sliding scale). The patient reported that he was adjusting his insulin based on the elevated results he was obtaining with both meters. On at least seven different occasions (dates/times not recalled) claimed he ¿crashed¿. The patient clarified that when he ¿crashed¿ he developed issues with his vision (saw spots) and felt shaky. In response to the symptoms, the patient stated he would treat himself with food and/or drink. At the time of troubleshooting, a control solution test was performed on the subject meter with the two different vials of test strips the patient reportedly was obtaining the inaccurate results with. It was noted that the control solution tests performed with the two test strip vials failed. The results fell below the specified control solution range. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained inaccurate high readings on the subject meter, administered treatment based on the alleged results, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began. In addition, this complaint is also being reported due to the control solution test failing.